Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. The device was connected to a scalpel generator and failed testing with two "tighten assembly" errors (after which the assembly was tightened) and a "replace instrument" error. The device was examined further and a build up of tissue/ fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The rod was inspected for fractures, and none were found. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid/tissue to rise up the rod. The device did not operate as a result of a build up of fluid/tissue along the distal end of the inner rod. The potential root cause is damage to the distal gasket subsequent to distribution at customer site (e.g. Tissue impaction through use). The instructions for use (IFU) states: "for optimal performance and to avoid tissue sticking, clean the instrument blade, clamp arm, and distal end of the shaft throughout the procedure by activating the instrument tip in saline."

Event description:
It was reported that the handle of the ultrasonic scalpel became hot during use. There was no patient injury, medical intervention, and extended procedure time reported was minimal. These are commonly used devices that are readily available.